Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was found unconscious on the street. The patient had no pulse and CPR was performed. The first rhythm registered was asystole and advanced CPR was performed. The rhythm generated into broad complex vt, which was successfully converted to sinus rhythm with an external defibrillator. The patient was still unconscious and hospitalized. Several invalid egms were noted. It was suspected that, the invalid egms may have caused by not letting the device download the egms properly before reprogramming the device. Egms that could be seen showed that the rhythm went from sinus to vt-1. However, vt-1 is a monitoring zone and no therapy were delivered and eventually the rate increased into vf. The r-waves were small, and the complexes were very wide. The invalid egm collection session record shows 26 episodes of nso/nsvt. Based on the only episodes, it was suspected that they all are due to wide qrs complexes with very low r-wave amplitude. It was later reported that the patient expired. The cause of death was severe brain damage and arrhythmia. The physician does not allege that the death was product related.